Event description:
The manufacturer received information from a user of a dreamwear under the nose mask. The patient alleges they have developed three basal cell carcinomas in the area where the dreamwear under the nose mask is used. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the manufacturer received information from a user of a dreamwear under the nose mask. The patient alleges they have developed three basal cell carcinomas in the area where the dreamwear under the nose mask is used. Medical intervention was not specified. The manufacturer received additional information from the device distributor, and no further customer information is available at this time. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be completed. If any additional information is received at a later date, a supplemental report will be filed.